Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.3; lab: 6.1. Caller also reports this pt's meter results have been questionable in relation to lab results, but does not have specific values to report. Pt therapeutic range is 2.0-3.0.